Manufacturer narrative:
The biomedical engineer reported that they are having an issue with the arrythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). They stated that this is only happening with their telemetry transmitter system with the multiple patient receiver (orgs). They reported that the issue occurred (B)(6) 2021 1900 estimated time. They are not seeing any information on their arryhthmia recall tab and is rather concerned. Ts informed him that this was an issue that was ongoing and multiple facilities had the same issue. They understood. The customer later confirmed that they are able to view the arrythmia historical data in full disclosure and all the real time alarms are reporting correctly with all tones and banners coming across. On 02/09/2021, we received additional information from the customer that stated that this affected cardiac monitoring and that not being able to see (only the historical arrhythmia data from the arrhythmia recall feature) was not ideal for their needs (and affecting patient monitoring). No patient harm reported. (B)(4).

Event description:
The biomedical engineer reported that they are having an issue with the arrythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). They stated that this is only happening with their telemetry transmitter system with the multiple patient receiver (orgs). They reported that the issue occurred (B)(6) 2021 1900 estimated time. They are not seeing any information on their arryhthmia recall tab and is rather concerned. Ts informed him that this was an issue that was ongoing and multiple facilities had the same issue. They understood. The customer later confirmed that they are able to view the arrythmia historical data in full disclosure and all the real time alarms are reporting correctly with all tones and banners coming across. On 02/09/2021, we received additional information from the customer that stated that this affected cardiac monitoring and that not being able to see (only the historical arrhythmia data from the arrhythmia recall feature) was not ideal for their needs (and affecting patient monitoring). No patient harm reported.